Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon was getting ready to fire and noticed that the driver heads were popped out. This happened with two reloads. The surgeon had used the stapler 4 or 5 times successfully prior to this. Case completed with a new stapler and new reload. The analysis results found that the tct75 device was received in good visual conditions and with a cartridge reload loaded on the device. The reload was received with the 5 most proximal drivers up and the swing tab was found to be in the unlocked position. In addition two cartridges were received. Cartridge (b) was received with the 5 most proximal drivers up and the swing tab was found to be in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Cartridge (c) had the swing tab in the locked position, and the proximal 2 drivers up and cartridge fork damaged. This damaged is consisted with an improper loading technique. Please reference the instruction for use for more information. The device was tested for functionality and it fired, cut and formed all the remaining staples as intended. The instrument fired without any difficulties and the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right colon procedure, drivers sticking out of staple head on two cartridges, so changed staplers then worked fine. Case completed with another stapler and new reload of the same product code. There were no patient consequences reported.